Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the mi femoral trial head indicated gouges and scratches on articulating surface. One of the inner attaching tabs has broken off, confirming the stated complaint. The fractured piece was not returned. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the item broke during impaction. No injury reported. Surgery completed with a s&n backup device.